Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked.no injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and repaired the lids.